Event description:
The customer tested her blood glucose using her 2 contour meters and received readings of 320 and 115 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined the offer to troubleshoot and declined to return any product for evaluation.